Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology wireguided brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the bristled portion of the brush was noticed to be kinked. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed that the distal end (brush section) was bent. During functional inspection, the handle was actuated and the brush was able to be extended and retracted without any issues. As per complaint information, the issue occurred during the procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during preparation/procedure could have contributed with the reported issue. The failure found (brush bent) is an issue that could have been generated by excessive manipulation of the device by the user and/or excess of force applied to the product; also interaction with other instrument/tool such as the scope could have caused the damage found. Based on the information available and the analysis performed, the most probable root cause classification is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of released for distribution.

Event description:
It was reported to boston scientific corporation that an rx cytology wireguided brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the bristled portion of the brush was noticed to be kinked. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be okay.